Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent past elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. However, customer suspects that poor absorption on areas of their body could be attributing to the elevated bg. Elevated bg was addressed via a correction bolus', manual injection, and supply changes. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider.